Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle hub assembly goes off the syringe when removing the needle shield of relion® insulin syringe. Furthermore the wrong letter head appears on the product label. No serious injury or medical intervention reported.

Manufacturer narrative:
Upon further review it was discovered (B)(4) was not reportable as it happened before use. The label was also found invalid. Therefore, this is not considered a reportable malfunction as this type of event renders the device unusable prior to use, requiring replacement.

Event description:
It was reported that the needle hub assembly goes off the syringe when removing the needle shield of relion® insulin syringe. Furthermore the wrong letter head appears on the product label. No serious injury or medical intervention reported.